Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Fifteen samples were received in unused condition in their original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During the functional testing, the cassette medication bags were filled, and no leak point was detected. The complaint was not confirmed. The root cause was unable to be determined. No action was taken. E4 was unknown.

Manufacturer narrative:
Additional information was received indicating there was no patient injury, treatment could not be administered fully.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, leak of cytotoxic treatment was observed. No adverse effects were reported.